Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h4; h6 and h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the DHR showed that all parts were designed properly per applicable work instructions. Review of the digital files shows that the actual position of the implant is close to the planned position. It appears the head of the mandible implant is slightly more superior and anterior than the planned position, which may be causing the pain. However, there is no definitive root cause as it could not be determined if this is the cause of the reported pain. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a - implant date - device was implanted on an unknown month and date in 2025. The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left custom temporomandibular joint on an unknown date earlier this year. Subsequently, the patient has reported experiencing pain. The surgeon conducted a CT scan and did not find any specific reason related to the joint that might have caused the pain. No further information is available.